Manufacturer narrative:
Result: broken siderail timing link with sharp edges.

Event description:
It was reported by service report that the foot left siderail was stuck in the down position, with the timing link broken in half and hanging down with sharp edges exposed on both sides. No pt involvement or adverse consequences were reported.